Event description:
It was reported to tyco healthcare/kendall on september 9, 2006, that a customer had a problem with a foley catheter. The customer states the balloon ruptured. The customer reports using 25cc of water to fill the balloon. The customer states the balloon ruptured within 1 week time.

Manufacturer narrative:
No sample is being returned for evaluation. Without a sample, it is difficult to confirm the reported defect. Furthermore, a lot number was not provided; therefore, the device history record could not be reviewed. Kendall healthcare is continually improving our products and processes to provide our customers with the highest quality products. Therefore, we have identified one potential root cause for this defect could be an embedded particle of remaining silicone from the molding process. As a result, preventative actions are being initiated including improvements to the mold cleaning process.